Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: when asked what type of damage was found, was there a loss of fuel elements in connection with a damaged cable, or if there was evidence of thermal damage the reporter responded: ¿could not be constructed¿. The reporter stated it was possible the instrument collided with another instrument during the procedure, but did not confirm. The damage did not result in a fragment falling into a patient¿s anatomy. There was no injury to the patient. There was no delay in the procedure.